Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This case was originally reported as implant loss. Later we received information, that this was a mistake by the customer. The case is a fracture of an abutment and the implant is still loadable. This means, that the case is non serious and not reportable. This additional information changes the status from serious to non-serious, this event is now a non-reportable event. Complaint is non-serious. No regulatory report for this complaint device received for this event is being corrected from ank c/x impl a9.5/d3.5/l9.5 catalog # 17-0543 to unknown ankylos abutment catalog # unknown ankylos abutment.